Event description:
During an atrial fibrillation ablation procedure, an air leak was noted. The introducer was used to obtain transseptal access into the left atrium. While drawing back on the sideport of the introducer, air was noted in the line. Upon inspection of the hemostasis valve, blood was noted. When drawing back again on the side port, more air was aspirated. Another introducer was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. No visual anomalies were noted. Functional testing confirmed an air and fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.